Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 65 year old male patient was implanted the impella device via single access and the saphenous vein graft (svg) was opened and stented. When the patient went for computed tomography (CT) scan a few days later, bleeding in the ventricles was noted. An external ventricular drain (evd) was placed to drain the fluid and help relieve the increased intracranial pressure (icp). The pump speed level was increased to p8 due to the patient requiring pressor support. Impella wean that was initially scheduled was put on hold as the pressors were soft and the patient required two (2) units of blood. The heart rate was elevated with more ectopy and amiodarone was administered.